Event description:
Revision surgery - due to patient having instability in shoulder joint and dislocation.

Manufacturer narrative:
The reason for this revision surgery was the patient had instability of the shoulder joint. The length of in vivo service was 20 days. There is no information in this complaint about any patient injuries, activities, or accidents that may have contributed to the need for this revision surgery. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history showed there have been 27 prior complaints reported against this part; summary of investigations: 1 functional, 2 revision surgery, 16 dislocation, 1 pain, 2 infection, 3 trauma, 3 stability, poor joint. This is the first complaint against this lot number. No information was provided that definitively described the root cause of the reported problem. There are no indications of a product or process issue affecting implant safety or effectiveness.